Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: pump. The catheter ((B)(4)) was returned for analysis. Analysis found a user related hole in the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: pump. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (500mcg/ml at 49.96 mcg/day). The indication for use was intractable spasticity. It was reported that the patient had an infection of the surgical sites, and the hcp was concerned about the infection in spine and pocket incision. The pump and catheter were explanted and a culture was taken during explant to confirm the infection. Additional information was reported by the hcp on 2016-01-29. It was clarified that the patient presented with concerns regarding the lumbar incision only, the pump pocket was ok on inspection. It was noted that the back and pump pocket cultures were done intraoperatively and the back lumbar wound cultures showed multiorganisms: e. Coli, pseudomonas aeruginosa, proteus mirabilis, and acinetobacter. The blood cultures were negative. It was noted that the patient lives in a nursing home and there was back lumbar wound dehiscence and contamination with stool. The cultures compared with stool flora and urine. The patient was approaching the tenth day of intravenous (IV) antibiotics, was clinically well with no fever or pain. The patient¿s white blood cells were still mildly elevated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.